Event description:
Report received of air and blood back-up in IV tubing. Pt was receiving an infusion of hyperalimentation at 4cc/hour in the nicu. The tubing set primed without problems, but 15-40 minutes after the infusion started, air was noted in the line and blood was backing up into the line. The tubing set was changed and the problem occurred again. A new bag and tubing set were used, and the pump was exchanged. The infusion resumed with no further problems. There were no reported adverse patient effects.